Event description:
It was reported that the customer was receiving no delivery alarms. The customer was unable to change the infusion set to resolve the alarm. The customer's blood glucose was 276 mg/dl. Troubleshooting was done. The insulin pump alarmed no delivery again. Explained that the alarm was caused by a set or reservoir connection. Advised to replace the infusion set and reservoir. The customer stated the cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.